Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 11500a 21mm aortic valve was noted to have eccentric intravalvular jet (moderate regurgitation) at the commissure between the right and the non-coronary sinus on pod #0. The patient presented with sob and fatigue. Per operative note, patient presented with afib and severe native as and underwent avr, maze, and laa clipping. Intraoperatively, the 21mm 11500a was seated and secured with 3 continuous 2/0 prolene sutures. Patient was weaned from bypass with no issue and post-bypass tee showed normal biventricular function and no pvl. The patient was transferred to the ICU in a hemodynamically stable condition. Per intra-op tee after chest closure there was mild malcoaptation between the right and non-coronary cusps that caused a low velocity jet towards the septum; expected mild regurgitation central jet was noted. On pod #5 tte showed at least moderate (and possibly severe) intervalvular regurgitation present. The jet origin is posterior and rightward (probably close to the base of the commissure between the leaflets in the right coronary and noncoronary positions) at or external to the bioprosthesis sewing ring. The eccentric ar jet tracks across the lv outflow tract (essentially perpendicular to the normal direction of lv outflow). The jet origin and characteristics as visualized are suggestive of paravalvular ar. Per echo review, at least moderate and possibly severe ar in an eccentric jet noted on pod#5. Tte with origin at or close to bioprosthesis sewing ring near the commissure between the leaflets in the rc and nc positions. Jet origin as visualized and eccentric nature suggestive of paravalvular ar. Post 5-month tte showed at least mild-moderate intervalvular regurgitation. No perivalvular leak was noted. The valve was explanted and replaced with a 11500a 23mm after an implant duration of 6 months due to regurgitation and perivalvular leak. The post op tee showed a trivial central leak on the short axis and long axis views but the jet looked more prominent in the deep trans gastric view. The central leak was resolved in all views prior to leaving the or.

Event description:
It was reported and learned through medical records that that a 11500a 21mm aortic valve was explanted and replaced with a 11500a 23mm after an implant duration of 6 months due to severe regurgitation and perivalvular leak with dehiscence. The patient presented in heart failure nyha iii. Per operative note from initial procedure, patient presented with afib and severe native as and underwent avr, maze, and laa clipping. Intraoperatively, the 21mm 11500a was seated and secured with 3 continuous 2/0 prolene sutures. Per intra-op tee after chest closure there was mild malcoaptation between the right and non-coronary cusps that caused a low velocity jet towards the septum; expected mild regurgitation central jet was noted. On pod #5 tte showed at least moderate (and possibly severe) intervalvular regurgitation present. The jet origin is posterior and rightward (probably close to the base of the commissure between the leaflets in the right coronary and noncoronary positions) at or external to the bioprosthesis sewing ring. The eccentric ar jet tracks across the lv outflow tract (essentially perpendicular to the normal direction of lv outflow). The jet origin and characteristics as visualized are suggestive of paravalvular ar. The patient was transferred to the ICU in a hemodynamically stable condition. It was noted on pod#0 that the av had an eccentric intravalvular jet (moderate regurgitation) at the commissure between the right and the non-coronary sinus on pod #0. The patient presented with sob and fatigue. Per echo review, at least moderate and possibly severe ar in an eccentric jet noted on pod#5. Tte with origin at or close to bioprosthesis sewing ring near the commissure between the leaflets in the rc and nc positions. Jet origin as visualized and eccentric nature suggestive of paravalvular ar. Post 5-month tte showed at least mild-moderate intervalvular regurgitation. No perivalvular leak was noted. Per medical records of 21mm 11500a valve explant procedure, intraoperative inspection revealed dehiscence of the suture line off the left aortic annulus and significant annular pannus. Aortic valve prosthesis and all sutures were removed. Surgeon performed an aortic root enlargement and implanted a 23mm 11500a valve with cor-knots. Post-implant echo demonstrated well-seated valve with no pvl. Patient tolerated the procedure well and was transported to the cicu in stable condition. The patient was discharged on pod #5.

Manufacturer narrative:
H11. Additional narrative. Updated b5 and h6. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. When it occurs late maybe it is related to anatomical factors, including irregular patient anatomy, may result in improper seating and increased stress on the surrounding tissue over time, resulting in dehiscence. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. A DHR review was performed, and no related manufacturing nonconformances were identified. The most likely cause is procedural factors, including intraoperative inspection revealed dehiscence of the suture line off the left aortic annulus.

Manufacturer narrative:
Device evaluation: customer reports of regurgitation, perivalvular leak, and dehiscence were unable to be confirmed through visual observation. The x-ray demonstrated commissures 1 and 2 were twisted outward and the vfit cocr alloy band was not expanded. Minimal host tissue overgrowth encroached onto the tissue and into the orifice a the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow aspect.

Manufacturer narrative:
H11. Additional narrative, updated h6. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. When it occurs late maybe it is related to anatomical factors, including irregular patient anatomy, may result in improper seating and increased stress on the surrounding tissue over time, resulting in dehiscence. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. A DHR review was performed, and no related manufacturing nonconformances were identified. Per the r&d evaluation, visual inspection shows a bent commissure on commissure 1. Leaflet indentation is present below the free edge of leaflet 3 near commissure 3. The x-ray imaging demonstrate that the wireform and stiffening band are intact; however, wireform and stiffener band appear misshapen throughout. Commissure 1 is bent clockwise towards leaflet 1. It is unknown if the stent deformation occurred at implant or at explant. Incorrect sizing of the annulus can lead to patient prosthesis mismatch. If an improper sized valve were implanted it may cause warping or misshaping of the wireform which can affect the appearance of the valve, the function of the leaflets, and the flow and leak assessments performed under fluid pressure. In this case, the patient underwent a aortic root enlargement to fit the larger sized valve and had a history of dm, smoking, and obesity. These patient comorbidities can contribute to poor tissue quality, leading to the regurgitation and perivalvular leak with dehiscence that was experienced during implantation. The most likely cause is patient factors (dm, smoking, and obesity) and potential cause being procedural factors (improper sizing).